Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on this information, a cause for the reported thrombus could not be determined. The reported patient effect of thrombosis as listed in the mitraclip nt system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was reportedly discarded and will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other mitraclip device referenced in b5 is filed under separate medwatch report number.

Event description:
This is being filed to report the thrombus. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. After advancing the clip delivery system (cds) through the steerable guide catheter (sgc), thrombus was detected at the tip of the sgc. The act was always greater than 250 sec. After a couple of minutes the thrombus disappeared and the procedure was continued. The clip was deployed without issue. A second clip was placed on the mitral valve however during deployment of the clip when removing the gripper line, the clip detached from the anterior leaflet (single leaflet device attachment (slda)). Due to a good mr reduction and only a slight clip movement the physician decided to finish the procedure with the mr reduced to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.